Event description:
It was reported that the patients ipg was difficult to be charged and had to be charged frequently. The patient underwent an ipg explant procedure. Additional information was received that the explanted ipg will no be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to be charged and had to be charged frequently. The patient underwent an ipg explant procedure.